Event description:
Healthcare professional reported left side deflation and implant removal from textured to smooth due to the concerns of the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and implant removal from textured to smooth due to the concerns of the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, white particles in the shell, opening on posterior and broken of the plug strap. Leak test and microscopic analysis was performed which identified: striated opening and broken on posterior, sharp opening on posterior, sharp broken on the plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening. Sharp pattern on the plug strap of broken device assessed as an unidentified (tear) opening. Striated opening assessed as surgical damage. Striated pattern of broken assessed as surgical damage.